Event description:
The physician reported that the patient experienced a large air ambolus during the insertion procedure. A code was called immediately and the hosp staff was unable to get the patient to respond.